Manufacturer narrative:
The user facility biomedical technician (bmet) replaced the main printed circuit board assembly (pcba), but that did not resolve the issue. K4 was also replaced, which resolved the issue. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint was confirmed by the user facility's biomedical engineer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). The customers biomedical engineer is trained by the manufacturer and found the printed circuit board assembly (pcba) is bad.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the unit stopped warming. No other details regarding the nature of this event were provided.

Manufacturer narrative:
(B)(4). During laboratory analysis, the product surveillance technician (pst) inspected the circuit board and components with nothing found that would cause failure. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
This occurred during use of the device for a cardiopulmonary bypass (cpb) procedure. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: on (B)(6) 2017, during the rewarming phase of a deep hypothermic circulatory arrest case (dhca) the unit stopped warming. The perfusionist (ccp) saw the arterial temperature rise appropriately from 18 to 30 degrees, then it dropped down to 28 degrees, and it did not move from 28 degrees for approximately 10 minutes. In the 10 minutes, the ccp on case called the chief of perfusion to assist and they changed out the unit. The ccp stated that there was a ten minute delay in warming of the patient, but the surgeon was working in concert and there was no delay in the surgical procedure, therefore the patient was warm and able to be terminated from cpb at the appropriate time. There was no harm nor blood loss associated with the incident.